Event description:
It is reported that a customer received a calibration error on their insulin pump. The patient's blood glucose was at 117mg/dl. The customer was assisted with trouble shooting which turned out that the customer needed to install a new sensor into the device. The customer was shipped new sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.